Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded and deflated when received. There were numerous kinks throughout the hypotube of the device. There was a complete hypotube separation 5mm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The exit notch was damaged. The inner shaft was buckled in numerous locations 5mm ¿ 13mm distal of the exit notch and there were numerous kinks in the inner shaft under the balloon. Functional testing was performed by attaching an inflation device filled with water to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. When positive pressure was applied, the balloon inflated and the catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming that device maintained rated burst pressure, an attempt to deflate the device by applying negative pressure with the inflation device was made; however, the device did not deflate. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon failed to deflate and chest pain occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) and atrioventricular branch. After a 7f non-bsc sheath was inserted, ablation with a 2.0 rotalink atherectomy system in the mid rca was done. Each ablation is at 180,000 rpm for 17 times. After that, a 2.50 x 16 synergy¿ stent was advanced to treat the atrioventricular branch; however, the device failed to cross the lesion and upon removal, the shaft got detached. The device simply removed and pre-dilatation was performed for 5 times in the mid rca using an 3.50mm x 12mm nc emerge¿ balloon catheter. Then, treatment of atrioventricular branch was attempted again using another 2.25 x 16 synergy stent with the aid of a non-bsc guide extension catheter but was still unsuccessful, so stent placement was discontinued. The nc emerge¿ balloon catheter was advanced again with the non-bsc guide extension catheter in attempt to treat the mid rca. However, after increasing pressure up to 20atm, deflation was attempted, but the balloon couldn't be deflated. Negative pressure was applied, but still, the balloon would not deflated and the patient started having chest pain. The physician then cut the hub of the balloon and removed the non-bsc guide extension catheter. A non-bsc catheter was advanced and used to apply external pressure to the balloon by pushing. The balloon was successfully deflated, taking approximately 20 minutes in total. The device was then removed from the body together with the non bsc catheter. Then, pre-dilation was performed using nc emerge 4.0 and the procedure was completed with a non-bsc device. No further patient complications were reported and there was no patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the balloon failed to deflate and chest pain occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) and atrioventricular branch. After a 7f non-bsc sheath was inserted, ablation with a 2.0 rotalink atherectomy system in the mid rca was done. Each ablation is at 180,000 rpm for 17 times. After that, a 2.50 x 16 synergy¿ stent was advanced to treat the atrioventricular branch; however, the device failed to cross the lesion and upon removal, the shaft got detached. The device simply removed and pre-dilatation was performed for 5 times in the mid rca using an 3.50mm x 12mm nc emerge¿ balloon catheter. Then, treatment of atrioventricular branch was attempted again using another 2.25 x 16 synergy stent with the aid of a non-bsc guide extension catheter but was still unsuccessful, so stent placement was discontinued. The nc emerge¿ balloon catheter was advanced again with the non-bsc guide extension catheter in attempt to treat the mid rca. However, after increasing pressure up to 20atm, deflation was attempted, but the balloon couldn't be deflated. Negative pressure was applied, but still, the balloon would not deflated and the patient started having chest pain. The physician then cut the hub of the balloon and removed the non-bsc guide extension catheter. A non-bsc catheter was advanced and used to apply external pressure to the balloon by pushing. The balloon was successfully deflated, taking approximately 20 minutes in total. The device was then removed from the body together with the non bsc catheter. Then, pre-dilation was performed using nc emerge 4.0.and the procedure was completed with a non-bsc device. No further patient complications were reported and there was no patient injury.